Event description:
It was reported that a revision surgery was performed due to recurrent dislocations of left total hip arthroplasty.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without the primary implantation report, pre/post implantation x-ray, clinical documents we are unable to determine the root cause of the reported dislocations. In addition, without the implantation and pre-revision x-rays we are unable to determine the initial implant anatomical placement. However, based on the revision findings of a 15 degree decrease in the anteversion and 15 degree decrease in abduction, this cannot be ruled out as a likely contributory factor to the reported issue. The impact to the patient beyond the revision cannot be determined. No further clinical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.